Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair to their merlin app. The patient was brought into clinic and it was discovered that telemetry lockout had occurred. Re-interrogation of the device temporarily resolved the issue, however bluetooth telemetry loss recurred a few days post-intervention. No further changes have been performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was successfully restored of bluetooth functionality via re-interrogation. There were no patient consequences.